Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to infov.a.c.¿ therapy system with prevena¿ customizable¿ dressing. Device labeling, available in print and online, states: the prevena¿ therapy system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ dressing. Patients who are at an increased risk of bleeding from the incision associated with the use of anticoagulants and/or platelet aggregation inhibitors bleeding: before applying the prevena¿ therapy system to patients who are at risk of bleeding complications due to the operative procedure or concomitant therapies and/or co-morbidities, ensure that hemostasis is achieved, and all tissue places have been approximated. If active bleeding develops suddenly or in large amounts during therapy, or if frank blood is seen in the tubing or in the canister, the patient should leave the prevena¿ dressing in place, turn off the therapy unit and seek immediate emergency medical assistance. Dressing removal: warning: dressings should always be removed in-line with the sutures and never across the sutures. Dressing components: to avoid trauma to the skin, do not pull or stretch the adhesive border of the dressing during application. Setting negative pressure on the v.a.c.® therapy units activate v.a.c.® therapy at -125mmhg continuous. Do not choose any other negative pressure setting, intermittent or dpc modes of negative pressure.

Event description:
On (B)(6) 2018, the following information was reported to kci by the distributor: on (B)(6) 2018, the prevena¿ customizable¿ dressing was applied on the patient¿s right inferior limb using a infov. A.c.¿ therapy system. The prevena¿ customizable¿ dressing was removed on (B)(6) 2018. It was reported that there wasn´t any secretion inside the canister, and the incision was clean without blood. Subsequently when handling the limb, the limb drained about 500 ml of bloody secretion with local bruise. On (B)(6) 2018, the following information was reported to kci by the physician: the prevena¿ customizable¿ dressing contributed to the accumulation of the bloody secretion. On (B)(6) 2018, dark bloody secretion was observed immediately post prevena¿ customizable¿ dressing removal and a bruise developed. On (B)(6) 2018 the suture was opened, the blood was drained, and an occlusive dressing was used to treat the bruise. This issue resolved, but the patient remains hospitalized due to unrelated medical conditions. On (B)(6) 2018, the following related medical history was reported to kci by the nurse: the patient is a critical care patient that suffered from a car accident, fracture of pelvis, tibia and femur. The patient¿s right inferior limb had to be amputated, and the prevena¿ customizable¿ dressing with infov.a.c.¿ therapy system was placed on the amputated limb. On (B)(6) 2018, the following information was reported to kci by the physician: the patient¿s wound dehisced on (B)(6) 2018 and bloody secretion was observed. An occlusive dressing was utilized to resolve the bleeding event. The physician reported the high pressure of the infov.a.c.¿ therapy system when in use with prevena¿ customizable¿ dressing allegedly closes the incision too tightly which led to the drainage to build up, subsequently causing the wound to dehisce and expel the bloody secretion. A device history review was performed (B)(6) 2018 for lot number 2946889 and determined that there were no issues during the manufacturing that would have led to the reporting event. A device evaluation of serial number vcok00430 is currently pending completion.

Event description:
A device evaluation of serial number (B)(4) determined the following: on 01 mar 2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 26 apr 2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging is related to infov.a.c.¿ therapy system with prevena¿ customizable¿ dressing.